Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection found that the seal plug was intact. The electrode was attached and was found to be fully inserted and secured. The set screw was in the down position. The set screw was retracted and the electrode was removed without difficulty. There were no obstructions in the lead barrel. An s-ICD lead connector end was fully inserted into the lead barrel without any difficulties. The set screw was verified to hold the connector end when tightened. The device was interrogated and a memory download was performed successfully. No systems errors were noted. A benchtop pg tester was used to provide a sensing input. No electrogram noise or double counting was noted on the programmer. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The s-ICD device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this device delivered an inappropriate shock for sinus tachycardia with wide qrs complexes associated with double counting. A stress test was performed and a new template was acquired in order to mitigate this issue. The available information suggests that this device remains in-service. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The s-ICD system was explanted due to therapy upgrade. The s-ICD device was received at boston scientific's return product department. The boston scientific's field clinical representative spoke to the physician in early (B)(6) 2018. According to the physician, the decision for system upgrade was in part due to the change in the patient condition and the prior history of oversensing and inappropriate shock for sinus tachycardia (st).